Event description:
Injury: a patient who has been using novofine 30 disposable needles for approx six months, reported that a needle broke off in his thigh two weeks ago and had to be surgically removed. He stated that he realized the needle had broken immediately after his insulin injection site. At this point, his son advised him to go to a local walk-in clinic and from there he was referred to a nearby hospital emergency room. Upon arrival at the ER, the attending physician summoned a surgeon to examine the patient. The surgeon was able to remove the needle after an x-ray determined its position. The patient required six stitches and antibiotic treatment (brand unknown). The patient indicated that the needle was embedded one inch below the skin surface and suggests that he may have pressed too hard while injecting his insulin. The patient also stated that he intends to have an eye examination because he suspects that he may be developing cataracts. However, he stated that he felt the primary reason for this event was that the needle was an inferior product and the changes in gauge and length were designed only to save the company money.